Manufacturer narrative:
PMA 510(k): - product is export only. No 510(k). Based on the info provided it does not appear that the revision was due to any device related failure. Issue appears to be related to patient condition and anatomy.

Event description:
Screw cutout was discovered 6 months after the original surgery on (B)(6) 2016 when the femoral neck fracture did not heal. Based on the information provided, the use of the screw was not indicated based on age, bone quality, and type of fracture. Revision surgery removed the screw and replaced it with bipolar hip arthroplasty resolving the issue.